Event description:
It was reported that the patient developed an infection and had their generator removed. Additional information received noting that the infection first presented on (B)(6) 2026 and the patient underwent explant surgery on (B)(6) 2026. The cause of the infection was due to the patient having a reaction to the sutures from the vns replacement. The device history records for the generator were reviewed. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.